Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown.

Event description:
It was reported that after a hydrogel spacer and fiducial markers placement procedure under local anesthesia, there was a suspicion of a rectal wall infiltration (rwi) in the patient. During the procedure, the physician encountered adhesions while injecting the needle. Eventually, the physician was able to reach the base and injected the hydrogel. The patient did not experienced issues or complications after the placement procedure. However, upon review of the magnetic resonance imaging, the physician suspected a rectal wall infiltration. Further analysis revealed no rectal wall infiltration; however, in two slices, the hydrogel appeared to be fully surrounded by the serosa of the rectum. Most of the muscularis was located beneath the hydrogel, and the hydrogel itself appeared to be away from the lumen. The proposed plan is to proceed with hypo-fractionated radiation.